Event description:
It was reported that the patient with this neurostimulator experienced recurrent urinary incontinence. The patient contacted their clinic noting a red and green light displayed on their remote control. Troubleshooting was performed both over the phone and in-clinic. An error message indicating high impedances was observed for three of the electrodes and the device could not be reprogrammed/stimulation re-initiated. The patient was scheduled for a surgical procedure to address the impedance and therapy delivery issue. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced recurrent urinary incontinence. The patient contacted their clinic noting a red and green light displayed on their remote control. Troubleshooting was performed both over the phone and in-clinic. An error message indicating high impedances was observed for three of the electrodes and the device could not be reprogrammed/stimulation re-initiated. The patient was scheduled for a surgical procedure for (B)(6) 2025 to address the impedance and therapy delivery issue. Per clinical specialist, the procedure went well, and lead fracture was confirmed at midline incision. No further patient complications were reported.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Concomitant product: model number: 4101. Model description: f15. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of "incontinence, urinary", "leads - fracture" and "leads - impedance high" can be related to "ineffective or loss of therapy - short term " and "lead breaks or deforms (includes fractures, fragmentation, stretching, impedance change, etc.)" Was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced recurrent urinary incontinence. The patient contacted their clinic noting a red and green light displayed on their remote control. Troubleshooting was performed both over the phone and in-clinic. An error message indicating high impedances was observed for three of the electrodes and the device could not be reprogrammed/stimulation re-initiated. The patient was scheduled for a surgical procedure for (B)(6) 2025 to address the impedance and therapy delivery issue. Per clinical specialist, the procedure went well, and lead fracture was confirmed at midline incision. No further patient complications were reported.